Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "broken cable and tips broken." Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end (in the housing). For clarification, no broken grip tips were observed during in-house testing. No material was missing. As a result, a loose grip cable is observed at the distal end. The root cause of a broken grip cable is typically attributed to the mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. Failure analysis investigations found additional observations not reported by the site: the instrument was found to have damage of the conductor wires insulation. Electrical continuity was performed and passed. Root cause of this failure is attributed to a component failure. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The root cause of this failure is attributed to a component failure. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. The instrument was found to have the entire length of the main tube surface with degradation. The root cause of degradation instrument main tube is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. As of 19-mar-2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for maryland bipolar forceps was (part 470172-16/n11190610) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2021 on system sk0077, with 4 lives remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the damage of the conductor wires insulation found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the instrument was found to have a broken cable and tips broken". There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.